Event description:
Dr complained that after the schon catheter is placed, it leaks blood through the catheter they have described the problem as blood leaking through pin-like holes. This leaking occurs several weeks after insertion.